Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be filed if the device is received. (B)(4).

Event description:
It was reported that the autopulse system powered up but will not give compressions. Additional information was received indicating that device was not being used on a patient. No further details have been provided.